Event description:
It was reported that the actual residual volume (arv) exceeded the expected residual volume (erv). The arv was 7 ml, and the erv was 0.4 ml. Over the course of the past seven to eight months, the arv had been greater than the erv. Additional discrepancies included arv 10 ml and erv 4 ml as well as arv ¿7-8¿ ml and erv 4 ml. The patient had not been getting good pain relief since the implant in (B)(6) 2011. They stated that it had worsened over the last seven to eight months despite dosing increases. A dye study was performed seven to eight months ago and was found to be negative. There were no issues with refills. They stated they had only seen the low reservoir alarm, but they had not seen any motor stalls. In discussing indium studies and inflammatory masses, the healthcare provider stated the patient has had no neurological deficit, and they would discuss further with the patient¿s physician. The medications infused were fentanyl, clonidine, and bupivacaine.

Event description:
A healthcare professional (hcp) later reported that currently the patient¿s pump was working fine and the patient was receiving effective therapy. The patient used two unapproved drugs in the pump which ¿might have been the cause of the volume issues they noticed earlier¿. A side port injection was done and everything checked out fine. The hcp mentioned the pump situation to the representative who mentioned the pump ¿might have some issues¿. The representative mentioned that he was not physically present for any of the events though he had spoken with the hcp regarding the discrepancy on 1/8/2014.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4)

Event description:
A healthcare provider reported on (B)(6) 2014 that a refill was performed on the date of the report. The actual residual volume (arv) exceeded the expected residual volume (erv) 17 ml to 8.3 ml. It was noted that the patient had consistently been getting double the volume back for ¿quite some time¿. The patient was in a lot of pain and it seemed to be getting worse. The patient had never gotten great therapy, but over the past nine months it had been getting worse. The hcp noted a rough time frame of (B)(6) 2012. The patient had been becoming less and less active. They were not getting out as much as they used to due to the increased pain. No alarms occurred recently. They had a low reservoir alarm at the previous refill.

Manufacturer narrative:
(B)(4).